Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 175 mg/dl. Customer also stated that there was crack on battery compartment and no damage on reservoir lip ring. The device will be returned for analysis.